Event description:
(B)(4). It was reported that 288 days following a coronary artery drug-eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated a 51% stenosed lesion located in the mid-left anterior descending (lad) artery with pre-dilatation and the placement of a 3.50x20mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. At 287 days post index procedure, the patient presented with recurrent chest pain associated with shortness of breath, along with intermittent palpitations, improved with nitroglycerin. The patient reported three to four weeks of chest pain and shortness of breath. At 288 days post index procedure, coronary angiography revealed 70-80% in-stent restenosis in the mid portion of the stent. The restenosis was treated with cutting balloon followed by prolonged balloon angioplasty. The patient was discharged one day later on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is listed in the direction for use (dfu) as a potential adverse event. (B)(4): device not returned for analysis.